Event description:
Patient presents with t?wave oversensing (twos) which resulted inappropriate shocks x2. Rv sensing was true bipolar at time of event. Rv sensing changed to integrated bipolar sensing and no noise observed in this configuration. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)